Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection found the insulation fractured and the outer helix deformed 2 cm distal of the df-1 connector pin. This damage is with high probability the cause of the clinical complaint. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 116 months, ventricular oversensing was reported. After explantation, insulation damages of the lead was observed. The lead was replaced.